Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, cystocele, vault prolapse, sui and rectocele. It was reported that following insertion the patient experienced abdominal/pelvic pain, erosion, urinary problems, dyspareunia, pop, and vaginal scarring. It was reported that the patient underwent excision of mesh and cystoscopy on (B)(6) 2010 due to mechanical complication of a permanent implantable device and erosion of mesh. It was reported that the patient underwent cystourethroscopy and removal of vaginal mesh on (B)(6) 2010 due to erosion, levator muscle spasm, and spasm of the obturator internus muscle right and left. It was reported that the patient underwent posterior colporrhaphy with augmentation of biologic graft, enterocele repair, bilateral sacrospinous ligament fixation and cystoscopy on (B)(6) 2011 due to recurrent rectocele after a prior native tissue repair and due to pop, cystocele, vault prolapse, and sui . It was reported that the patient underwent graft removal on (B)(6) 2011 due to graft rejection. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.